Event description:
A distributor from france reported that a pump's screen remained frozen, causing display issues. There was no reported impact on the customer's blood glucose level. The pump was successfully started, charged, and recognized by a computer, with its screen and touch functionality restored. However, the pump was replaced due to an erased ce marking.